Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm and when she put the battery back in she got the book image picture on the screen. The blood glucose level was unknown. The customer reported that the broken force sensor was detected during seating or regular delivery alarm was displayed before the open book image on screen. The customer was swimming. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.